Event description:
In 2009, the pt reported that for the past 6 months he has had elevated blood glucose readings when he has 20-30 units of insulin left in the cartridge of his infusion device. He said his last elevated reading occurred two days prior, and measured 300 mg/dl. He corrected his reading by bolusing 20 units of insulin via injection. He stated he changes his cartridge every 5-6 days. He said when he changes his infusion headset he notices insulin "laying" at the site. He stated he has questioned the integrity of his insulin in the past. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.